Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted hospitalization and antibiotic therapy. Per the peritoneal dialysis registered nurse (pdrn), the etiology of the events is unknown; therefore, causality cannot be established. Peritonitis with no identifiable organism occurs in approximately 1/5 of all peritonitis cases. As such, two alternative markers such as abdominal pain, elevated cell count and/or cloudy effluent fluid must serve as indicators. Based on the information available, the liberty select cycler, and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient continued to utilize the same liberty select cycler following discharge.

Event description:
A patient contact reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) since (B)(6) 2017, was hospitalized on (B)(6) 2020. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the emergency room (ER) on (B)(6) 2020, with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc significantly elevated, result not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 2000 mg (frequency not provided) and ceftriaxone 2000 mg daily. The peritoneal effluent fluid culture returned negative for growth at 72 hours, and the patient¿s ip vancomycin was discontinued. The patient continued to undergo continuous cyclic peritoneal dialysis (ccpd) therapy while hospitalized without issue. The patient was discharged on (B)(6) 2020, with orders to receive 12 additional days of ip ceftriaxone 2000 mg. The pdrn stated the cause of the serious adverse events is unknown. The patient returned home and resumed ccpd therapy utilizing the same liberty select cycler as before the events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.